Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the tip of the sheath/introducer broke off in the patient when inserting. The hcp noted the tip seemed to snap off. The sheath used to place/tunnel the insertion leads. It was noted the hcp stated the event outcome was other serious, important medical event there were no further complications that have been reported as a result of this event.